Event description:
It was reported that on (B)(6) 2026, a 30mm amplatzer septal occluder was chosen for implant using an unknown delivery system. During the procedure, it was noted that the device did not conform to its desired shape and was observed to be deformed. Subsequently, a 32mm amplatzer septal occluder was chosen for implant using an unknown delivery system and during the procedure, it was noted that the device deformed and did not conform to its original shape.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.